Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the filter would not fully open (expand) during the procedure. The user re-sheathed the filter and attempted to deploy it a second time, however the filter would still not fully expand. The user re-sheathed the filter again, but at that point the filter hook had somehow gotten released, so the user had to pull the whole device out and remove it from the patient. The user states that the safety button was not released, and the filter was not intended to be deployed at that moment. It happened suddenly on its own. The filter set was replaced with a new filter set, and the procedure was completed successfully. No adverse effects on the patient was reported due to this occurrence. An introducer dilator, an introducer sheath, a three-way stopcock, a jugular introducer and a protection sheath was returned and evaluated in the complaint investigation. All parts were curved, and the red safety button was not pushed down. Some dents were observed in the distal end of the introducer sheath, which could be caused by excessive force. The grasping hook was evaluated, and it was observed that the grasping hook was straightened/out of shape. However, the grasping hook od and the grasping hook length were both measured to be in accordance to specifications. It is very likely that the deformation of the grasping hook is caused by the filter being removed with force. The filter was not returned, and it was therefore not possible to determine whether the filter could expand completely or not. IFU warns not to rotate the filter inside the introducer system or inside the vena cava as this may compromise the performance of the filter. It is possible that this was exerted during the procedure, leading to the reported event where the filter legs did not expand completely. Furthermore, IFU warns not to exert excessive force during the procedure, however, it is possible that excessive force was exerted during re-sheathing of filter, which could have led to the filter hook getting released. The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) k172557. Investigation is still in progress .

Event description:
Description of event according to initial reporter: a patient underwent an ivc filter insertion on (B)(6) 2019 in which one gunther tulip navalign jugular vena cava filter set, g52916, was used. Venogram was performed and attempt to deploy tulip resulted in the filter not opening up all the way. The filter was resheathed and attempted to be deployed again. Again it did not open up all the way. We then resheathed the filter again, but at this point the hook had somehow gotten released, so we could not pull just the filter out (we definitely did not release the safety and deploy the filter, this happened on its own). This required us to give up the inferior jugular access, get a new access and new filter. The new tulip deployed correctly. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.